Event description:
It was reported that during inspection for use, it was found that a small ring had fallen off on the videoscope and could not be located. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.